Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 53 mg/dl, self-treated with oral glucose candy, and later reported a blood glucose of 93 mg/dl; the user did not know what led to the low reading, and no device component issue was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.